Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the system 1e processor. The technician inspected the system 1e processor, ran several test cycles, and found the unit to be operating according to specification; no repairs were required. User facility personnel informed the technician that when the employee subject to the reported event was disposing of a partially filled cup of sterilant after a failed cycle, he carelessly "tossed" the sterilant into the sink. The employee did not follow the steps for disposing s40 sterilant as described in the system 1e operator manual. A steris account manager provided in-service training to the user facility on the proper use of the system 1e processor as well as the proper disposal methods for s40 sterilant cups. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while disposing of s40 sterilant. The employee sought and received medical treatment. No procedure delays or cancellations were reported.